Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the distal end cover and the switch cover having adhesive residue was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhinolaryngo videoscope exhibited that the distal end cover had adhesive residue, and the switch cover had adhesive residue, too. There was no patient involvement.